Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose between 400 and 500 mg/dl. Reportedly, customer reverted to insulin shots for insulin therapy.